Event description:
A surgeon reported a pt who is experiencing poor near vision and waxy vision following bilateral intraocular lens (iol) implant surgeries. Medical records were received and indicated that the pt has an ocular history of glaucoma, glare, halos, diplopia when reading, and floaters. The surgeon saw the pt for several postoperative visits where he noted that the pt was "very happy" at first but at each visit, the pt's satisfaction with her vision declined. The pt also reported experiencing photopsias and seeing halos around objects. On one of the later visits, the surgeon reported noting evidence of vitreous detachment in the left eye and posterior capsule opacification (pco) for both eyes. Yag procedures were performed for both eyes; however, the pt is still experiencing hazy vision after the procedure. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Medical records were received on 03/16/2010. Additional info has been requested on 03/18/2010 by phone. (B) (4). (B) (4). (B) (4).